Manufacturer narrative:
Analysis on the returned patient tracker resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that, when connected to a known good system, the returned tracker was recognized but would not track returning only red status. A check of the em interface showed that all three coils were dead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep indicated that during the case they were able to register with the flat panel, but when they tried to verify instruments they were unable to. The rep indicated that the break out box and the emitter were green, but all instruments were red including the non-invasive patient tracker. The rep tried another non-invasive tracker and then it went green and was able to verify other instruments. The resulting surgical delay was less than one hour and there was no change in patient outcome.